Manufacturer narrative:
(B)(4). Report source- foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00312 and 3002806535 - 2022 - 00313. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total knee arthroplasty surgery and approximately twenty five years later a revision surgery was performed due to bearing wear and loosening of the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.